Manufacturer narrative:
This device remains implanted and in service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device exhibited high out-of-range shock impedance on the right ventricular (rv) channel. A copy of device memory was preserved and submitted for analysis. Boston scientific technical service reviewed the data and recommended troubleshooting options. The involved rv lead is a non-boston scientific product. Additional information was received, stating that the patient was followed-up in office. Testing were performed but unable to reproduce the noise or impedance jumps. The physician suspected the cause for the high out-of-range impedance was due to electromagnetic interference (emi) causing high impedance at daily measurement. The device remains in service. No adverse patient effects were reported.